Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking connector assembly piece is confirmed; however, the exact cause could not be determined. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed use residue on the sample. The catheter was trimmed just distal to the connector assembly piece. The connector assembly piece was flushed with water using a 12 ml syringe which revealed two leaks in the extension tubing. A microscopic observation of the leak sites revealed two small splits near the white collar of the extension tubing. One of the splits appeared to be a puncture and exhibited uneven/rough edges. The other split exhibited clean and sharp edges, with a mostly granular and flat surface. These findings suggest a possible cause for the observed damage was instrument damage; however, based on the available evidence, the exact cause of the damage could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the compression sleeve was found to be leaking during maintenance. The catheter was removed but because treatment was not complete a new catheter was reinserted. The patient was not harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.